Event description:
The pt reported charging issues between the implant and the external equipment, after suffering multiple falls. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.